Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited spikes of high out-of-range pace impedance measurements greater than 3000 ohms as early as (B)(6) 2020. There were no episodes with noise, and thresholds were normal. The leads were evaluated in clinic, and no issues were observed. It was noted that the patient was paced 0% in the rv. It was discussed that the variable pace impedance measurements may have been attributed to the device/lead spring contact interaction. This rv lead remains in service. Technical services (ts) and the field representative discussed continued monitoring. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).